Event description:
Image problem: no image anymore.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for evaluation. The evaluation was able to confirm the user's report of image difficulty. The image had a complete breakdown. The image difficulty was isolated to a damaged r-unit, which was at the end of the expected life. The device was serviced and returned to the user facility. There has been no information provided that the defect occurred during the procedure and a patient has been put at risk. However, it cannot be excluded and this report is being submitted as a medical device report in an abundance of caution.